Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood sugars are elevated. Customer stated that she received a no delivery alarm on the insulin pump. Customer stated that her blood sugars were controlled prior to getting the no delivery alarm. Customer's blood glucose was 488 mg/dl. Customer treated with a bolus. Troubleshooting was performed and customer stated that the alarm occurred during bolus. Customer performed a 5.0u fixed prime but the insulin did not exit. Customer was advised to remove the reservoir, rewind the pump, and replace the reservoir. Customer stated that the pump did not alarm no delivery and the insulin did exit the tubing. Customer was explained that the alarm may have been caused by a connection that was not secure.